Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent occlusion occurred. The patient presented with stuttering transient ischemic attack (tia). The target lesion was located in the carotid artery. A wallstent was then implanted. However, four days post procedure the patient experienced acute occlusion of the stent. No intervention was made for the occlusion. Patient suffered a severe stroke and is still in the hospital.